Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us a lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.00/+1.0/159, implantable collamer lens was implanted into the patients right eye (od) on 04 apr 2021. The patient experienced excessive vault, lens remains implanted. Cause of event is unknown.

Manufacturer narrative:
B5- the reporter indicated that a 13.2mm, vticm5_13.2, -7.00/+1.0/159, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event is unknown. Claim (B)(4).